Event description:
The facility reported an infusion pump that turned off after power-up (unintended shutdown). The event was reported to have occurred prior to use. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.

Manufacturer narrative:
The device has been requested by baxter for eval, but has not yet been rec'd. Should the pump be rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available.